Event description:
It was reported the patient was not sure if the recharger was working. The patient never had trouble with the recharger but trouble recharging the implantable neurostimulator (ins). The recharger showed it was ¿almost exhausted¿ and the patient did not know how to recharge it. The patient was feeling stimulation because she recharged her ins, but ¿as a rule the patient did not feel any stimulation.¿ at a later date, on (B)(6) 2014, additional information received reported the patient was unable to adjust stimulation. The patient was trying to increase the stimulation when the device was off. Once the device was turned the patient was able to adjust stimulation. The patient noted they were normally on group a but now it is on group b and wasn¿t sure how it switched. The patient stated they never turn their therapy off and don¿t know why it turned itself off. They also noted the zipper on their pouch has been stuck for a year and half or more. The recharging waist belt and recharger pouch (insr) were damaged. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: a01411002, serial# unknown, product type: recharger. Product ID: neu_pouch_acc, serial# (B)(4), product type: accessory. (B)(4).